Event description:
The customer reported a system error 2240, which occurred during the 3rd dwell of 3 cycles. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During the first firing sequence the right jaw ramp got broken causing a unformed clip. The remaining clips were ejected due to the condition of the jaw ramp. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. Finally, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The analysis results found that the (B)(4) device (b) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality to evaluate any opening issues. It was fired and due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next two clips were conforming and then, a double feed incident occurred. During the next firing sequence the tip of the advancer slid toward tissue stop causing a pear shaped clip. In the 7th firing sequence the right jaw ramp got broken causing an unformed clip; the remaining two clips were ejected due to this condition. Finally, the device locked out as intended but the orange indicator over traveled. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass and broken jaw issues. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation it was discovered that device a belongs to a different complaint. Only device b belongs to this complaint.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the device was fired on the inferior mesenteric artery, the jaw became not to open at the third firing. Another device was inserted into the patient's body from a different port and the first device was removed with the clip. There were no adverse consequences for the patient. When the sales rep received the complaint device, the jaw was opened and blood was stuck in the jaw. Also the clip was jammed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).